Manufacturer narrative:
(B)(4)

Event description:
This is part of a data collection project from dr (B)(6) using the gore® propaten® vascular graft: (B)(6) 2013 propaten vascular graft implanted as a above knee fem-pop bypass graft; - seroma identified; (B)(6) 2013 reintervention - incision and drainage of infected left popliteal seroma

Manufacturer narrative:
Since a lot number was not reported, a review of manufacturing paperwork has not been conducted. No results available since not evaluation performed.